Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -12.50 diopter, in the patient's right eye (od), on (B)(6) 2017. At one day post-op, inflammation (tass) presented in the eye. Cortisone was administered and the inflammation cleared up. The patient also experienced elevated intraocular pressure and corneal decompensation. The lens was explanted on (B)(6) 2018. The reporter indicated the cause of the event was unknown. The post-op condition of the patient's eye is as follows - synechiae of chamber angle (partial), some small subcapsular vacuoles in periphery of crystalline lens and slight mydriasis.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. There was residue on the lens. (B)(4). Device history record review - based on the results of the investigation, all released devices from the associated work order (s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).